Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 28 mg/dl. Customer feels okay to troubleshoot for low blood glucose reading. Customer current blood glucose reading was 95 mg/dl. Customer blood glucose reading at the time of the incident was 28 mg/dl. Customer did not mention if they contact their healthcare provider for their low blood glucose reading. Infusion set was changed on (B)(6) 2017 but customer did not mention how often they changed their set. Customer stated the drive support cap appears was normal. Customer did not check for any air bubbles or leak. Customer low blood glucose read as follow: at 11:18 pm reads 68 mg/dl, at 12:25 am reads 40 mg/dl at 12:38 am reads 40 mg/dl. There was no indication that the insulin pump over delivered insulin. Products will not be returning for analysis.